Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad intermittently failed to charge because the hardwired cable would not remain seated in the pad, and the device battery indicator showed 50 percent at the time of contact while using the beta bionics charging pad and wall adapter. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no impact on health status and no need for medical care. Investigation included complaint handling and customer troubleshooting with education. Investigation of this case revealed an intermittent connection at the charging pad interface. It was concluded that the charging pad exhibited a malfunction related to the charging interface, and a replacement charging pad was arranged.